Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began mid (B)(6) 2015 (date/time not provided). The patient stated that she obtained the result of "254 mg/dl" using the subject meter compared to a result of "154 mg/dl" obtained using another meter, both results taken within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. Additionally, the patient stated that she compared the same result of "254 mg/dl" with another test strip vial (lot# 3745193) but did not provide the result obtained. The patient manages her diabetes with a combination of diabetes medications. The patient stated that she took more food/drink 2 weeks prior to contacting lifescan in response to the alleged inaccuracy (date/time not provided). The patient claimed to have developed the symptom of "shaking" after the alleged inaccuracy began (date/time not provided); however she denied that she had received medical treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the test strips had not expired or been open for longer than the discard date, the patient did not have control solution available to perform a walk-through test, the test strip vial was not cracked or broken and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaking" after the alleged inaccuracy began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 2 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were further evaluated. The additional tests performed on the test strip vial and the desiccant was to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed all testing; the reported issue could not be confirmed. A DHR (device history record) was also completed for the associated meter lot and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).